Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as this rv lead would not burrow or insert initially. Eventually during the procedure, the helix was suspected to slightly perforated the septum. The sheath was slit and helix would not retract. This rv lead was replaced, not implanted and will be returned for analysis. No additional adverse patient effects were reported.